Event description:
An erroneously high creatinine (crem) result was produced by the synchron lx20 pro clinical system for one patient.the initial crem result of 2.68mg/dl was reported out of the lab and questioned by the physician.a rerun of the sample gave a result of 1.27mg/dl, and was amended.treatment was not initiated or withheld based upon the false high result.

Manufacturer narrative:
Qc before and after the event was within lab established ranges.a precision study run after the event exhibited imprecision.a field service engineer (fse) was dispatched: the fse replaced the stir motor.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.